Manufacturer narrative:
Device technical analysis: the device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that the noise was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review was completed and confirmed that the event of air bubble noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during implant of this implantable cardioverter defibrillator (ICD), when the device pocket was palpated, the device exhibited noise and oversensing and marked it as a premature ventricular contraction (pvc). The noise was felt to be consistent with potential air entrapment in the device pocket. It was noted that no further noise or oversensing was noted within two hours post implant. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during implant of this implantable cardioverter defibrillator (ICD), when the device pocket was palpated, the device exhibited noise and oversensing and marked it as a premature ventricular contraction (pvc). The noise was felt to be consistent with potential air entrapment in the device pocket. It was noted that no further noise or oversensing was noted within two hours post implant. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.